Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient was dependent on the device for normal function. It was noted that during a visit in clinic, no r waves, failure to capture and high capture thresholds were observed on the right ventricular (rv) lead. Programming changes were attempted by dropping the rate to 30 bpm, but the patient had no underlying rhythm. The patient continued to ventricular pace at 30 bpm. The right ventricular (rv) lead was explanted and replaced. The patient was stable.

Event description:
It was reported that the pacemaker dependent patient presented in clinic. Upon review, the patient's right ventricular lead exhibited failure to capture and high capture thresholds. Lead sensing could not be determined or tested as the patient is dependent. Programming changes were attempted by dropping the rate to 30bpm, but the patient had no underlying rhythm. The patient continued to ventricular pace at 30bpm. The right ventricular (rv) lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction h1.